Event description:
It was reported, "patient reported he had a total left knee replacement in 2004. He subsequently reported pain in his leg. In 2005, patient reported left knee revision due to loosening.